Manufacturer narrative:
Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The customer returned water samples taken from the unit in question to livanova (B)(4) for investigation. This sample was analyzed by an external laboratory. The result could not confirm the reported contamination, since the results shows 0cfu. Through follow-up communication with the customer livanova learned that the facility has the machine withdrawn from service. They will not use it any longer. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Livanova (B)(4) has initiated a CAPA (B)(4) for this type of issue.

Manufacturer narrative:
There is no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Sorin implemented a field safety notice for disinfection and cleaning of sorin heater-cooler devices. The z number is z-2076/2081-2015. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Through follow-up communication with the customer, sorin group (B)(4) learned that the heater-cooler is still in use and is placed inside the operation theater. The customer also stated that the disinfection procedures were performed and that the contamination was detected in samples taken during the disinfection process. Samples were taken after the discolored water was noted during the draining of the tanks. The test results are not available yet. A sorin group field service representative was dispatched to the facility to investigate. The service representative photographed the unit and one of the other units at the facility that was not reported as contaminated. The service representative also took a water sample and sent it along with the photographs to sorin group (B)(4) for analysis. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t showed an increased microbiological count in the recent tests. The customer also reported blue water in the tanks. There is no known patient involvement.